Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. The reported patient effect of mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures all available information was investigated and the reported single leaflet device attachment (slda) was due to procedural circumstances and challenging patient anatomy; however, the worsening mr was due to the slda. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This event is reported for single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted medially, at the anterior (a) 2/posterior (p) 2 leaflet segment. A jet remained and the decision was made to implant a second clip at the a3/p3 leaflet segment. The clip was able to grasp both leaflets. There were some visualization issues noted, due to the first implanted clip, but it appeared that there was a good grasp. The clip was deployed. The lock line was removed and then the clip delivery system (cds) was removed without issue. It was then noted that the clip was rocking and a single leaflet device attachment (slda) occurred, with the second implanted clip detaching from the anterior leaflet. No additional intervention was performed, as the patient was noted to have friable leaflets. The mr was slightly worsened and there was a new eccentric jet, that was not previously present. The decision was made to possibly perform a second procedure at a later date. No additional information was provided.